Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by gofton, et al., "a single-center experience with a titanium modular neck total hip arthroplasty." In journal of arthroplasty, 2017: allegedly, the female patient was revised for recurrent dislocation, 12 hours post-operatively. The patient was 70 years old at initial surgery, with post-trauma arthritis and a bmi of 30.0. The patient was implanted with a short ar ti modular neck, a 36mm femoral head, and a profemur® tl modular stem. The patient had a previous orif of an acetabular bone fracture, which proceeded to septic arthritis. This eventually required a girdle stone procedure to manage the infection and a replacement device six months after the infection was cleared. The patient was revised to a constrained liner due to a severe abductor deficiency.